Manufacturer narrative:
The complaint of no flow / can't prime on item ch200s-c cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
It was reported that, on an unspecified date in august, a spinning spiros® closed male luer, red cap had a flow issue. The patient returned to the clinic for pump disconnect, it was noted that the pump appeared full and that little or no chemotherapy had been administered. The pump was disconnected from the patient and brought back into the hazardous compounding area. It was inspected by our pharmacy technicians and found to be not free-flowing when unclamped. The technicians were also unable to draw fluid out of the pump with a syringe suggesting a possible error with the spiros closed system device. There was patient involvement and no adverse event.